Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation finding of stent barb torn. Block h11: an advanix stent with naviflex delivery system was returned for analysis. Visual examination of the returned device found the stent barb and stent suture hole torn. The stent was kinked. No other problems were noted to the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy. The investigation concluded that the reported event and observed problems were likely due to factors encountered during the procedure. It may be that the position of the device when it was placed inside the patient, the tortuosity encountered during the procedure, the force applied and/or the technique used by the physician when the device was inserted into the scope, limited the performance of the device and contributed to the reported event and observed problems. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix stent with naviflex delivery system was to be implanted in the common bile duct for stone removal during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent could not be deployed. The procedure was completed using another of the same device. There were no patient complications as a result of this event. The patient's condition at the conclusion stent. Of the procedure was reported to be stable. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent barb was torn. Please see block h10 for full investigation details.